Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported neonate patient blood glucose results of 11.9 mmol/l on the performa system, lab result of 3.9 mmol/l from a lab sample obtained 5 minutes later. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.